Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and dbs therapy indications. It was reported that the patient's left side implant had been explanted due to infection. The patient presented on (B)(6) 2019 with fever and redness at the surgical site. There was stated to be breakdown at medial aspect of incision with discharge. The patient was stated to have had "a couple of falls" where they landed on their chest, causing abrasions near the ins. The patient missed their post-op wound check appointment. Post-explant culture was performed on the device and bacteria present were "staphylococcus aureus and curtibacterium acnes." The patient was given bactrim antibiotic to resolve the infection. The infection was then resolved and the patient was reimplanted on (B)(6) 2019. No further symptoms or complications were reported or anticipated with this event.